Event description:
When the catheter was connected to the main unit, an error code was displayed. The replacement of the main unit and the cable could not resolve the error. Then the catheter was replaced and the error was not displayed. The doctor understood the catheter has some problem for error. No pt contact was reported.